Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the right femoral artery. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified left vessel below the knee. After a non-bsc 6f introducer sheath, 0.014 guide wire, and 6f guiding catheter crossed the lesion, a 2.5mmx150mmx150cm coyote balloon catheter was used for dilatation. Inflation was attempted; however, it was noted that the pressure of the inflation device did not increase and inflation was not confirmed based on fluoroscopic image. The device was completely removed and was checked outside. However, on the first inflation at 5 atmospheres for 3 seconds, the middle part of the balloon ruptured longitudinally. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.